Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable sets. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer contacted baxter global technical service requesting assistance to open the door on a home choice device during use while the patient was not connected. The care giver stated that she was given an extension set. The care giver tried to connect the extension set to the patient line and damaged the patient line while doing so. The technical service representative (tsr) asked if the extension had a spike. The care giver stated yes. The tsr explained that the extension set was for the drain line, not the patient line. There was patient involvement but no injury or medical intervention was reported. Should additional relevant information become available, a supplemental report will be submitted.